Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator replacement procedure in (B)(6) 2017, noise was noted on the atrial lead. On (B)(6) 2017, the patient was presented in clinic for lead replacement procedure. Upon revision, insulation anomaly, low impedance and abnormal threshold were noted. The atrial lead was capped and replaced on (B)(6) 2017. The procedure went well and the patient was stable.